Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was brought into the emergency room with a really low heart rate and while interrogating the device, the patient had a seizure. The device battery was severely depleted and there were no pacing, even at high outputs. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the right ventricular (rv) lead had high pacing thresholds and low lead impedance. The lead is suspect of insulation failure damage. The lead was capped a month after the device was replaced due to the patient being pacemaker dependent. A new lead was implanted. No further patient complications have been reported as a result of this event.